Event description:
It has been reported to philips that the system did not boot all the way up. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system does not boot all the way up. No further information regarding the issue has been provided, and the reported issue has not been confirmed. No service has been performed by philips since the service quotation expired. To date, there have been no further reports of this issue. These codes were updated based on investigation outcome.